Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with a high bacterial with chimaera. There was no known patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the customer add h2o2 every day without checking the level. It is unclear how the customer determines the amount of h2o2 needed without checking the level of h2o2 in water tanks. Based on available information, this is not in accordance with device instruction for use and it cannot be excluded that customer added an amount of h2o2 lower than the required one and that this deviation may have led/contributed to the reported contamination. However, it could not be confirmed.